Event description:
The surgeon reported observing a severe corneal burn in the operative eye during a cataract extraction procedure. The procedure was converted to an extracaspular cataract extraction procedure which required several sutures to close. According to the surgeon the needle felt too hot to touch after three or four passes and the burn was immediately noted. The patient's outcome is not determined at this time.